Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 03-feb-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide complaint database search found one additional report (B)(4) against the provided attune fb tib base sz 6 cem product code 150600006, lot number 7822400 combination. A device history record (DHR) review was performed. (B)(4) parts were manufactured per specification and all raw materials met specification. No ncs (non-conformances) found associated with lot 7822400.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune claim letter received. Claim letter alleges that patient sustained personal injury as a result of implantation of a defective depuy attune knee device. Doi: (B)(6) 2014 dor: not reported; unknown knee.